Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that since implant, the patient was unable to recharge the ins or adjust settings. It was noted that the patient had met with manufacture representatives for reprogramming session. The patient had the ins removed, and wanted to donate external components back to the manufacture. No other symptoms were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.